Event description:
It was reported that noise was observed. X-ray revealed externalized conductors.

Event description:
The lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.